Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact and no lifting or peeling was observed,. The up, down, ok and contract keypad buttons are intermittently responding to the user inputs during testing. The keypad was removed and it was noted that the up and contrast key contacts are misaligned. The up, down, ok and contrast key contacts intermittently spring back when pressed, there is evidence of keypad adhesive found under all key contacts.